Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 06-oct-2015. The most recent information was received on 01-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain ("stabbing pains in my sides"), mood swings ("mood swings"), weight fluctuation ("weight gain & loss, it fluctuates"), rash ("rashes (broke out skin)"), abdominal distension ("bloating"), menometrorrhagia ("severe and horrible periods which last from 1 day to 3 weeks (when I have my periods I am dying)"), dysmenorrhoea ("severe and horrible periods"), arthralgia ("hip pain") and libido decreased ("my sex life has dwindled drastically"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the back pain, pain, mood swings, weight fluctuation, rash, abdominal distension, menometrorrhagia, dysmenorrhoea, arthralgia and libido decreased had not resolved. The reporter considered abdominal distension, arthralgia, back pain, dysmenorrhoea, libido decreased, menometrorrhagia, mood swings, pain, rash and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA (B)(4)) on 06-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain ("stabbing pains in my sides"), mood swings ("mood swings"), weight fluctuation ("weight gain & loss, it fluctuates"), rash ("rashes (broke out skin)"), abdominal distension ("bloating"), menometrorrhagia ("severe and horrible periods which last from 1 day to 3 weeks (when I have my periods I am dying)"), dysmenorrhoea ("severe and horrible periods"), arthralgia ("hip pain") and libido decreased ("my sex life has dwindled drastically"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the back pain, pain, mood swings, weight fluctuation, rash, abdominal distension, menometrorrhagia, dysmenorrhoea, arthralgia and libido decreased had not resolved. The reporter considered abdominal distension, arthralgia, back pain, dysmenorrhoea, libido decreased, menometrorrhagia, mood swings, pain, rash and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case become incident, essure device removed, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.